Event description:
It was reported by the rep the device was used during a colostomy closure. It was reported when firing the linear cutter (tlc55) it locked out. The surgeon said it had just came out of the package. He decided to open up another stapler and completed the case. There was no consequence to the pt.